Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Compcomplainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during initial testing. However, the reported problem could not be duplicated. The front enclosure assembly was replaced as precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.